Event description:
During a treatment procedure, the tip of the wire fractured and remained in the pt. The wire was being used to advance a biventricular pacemaker lead into the cardiac vein. Upon removal it was noted that the tip of the wire had fractured. No attempt was made at retrieval. Pt status is listed as "okay".